Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this system presented with a distal electrode exposure, and a suspected infection. The physician elected to surgically intervene; cleaning and reposition the electrode tip. The device and electrode remain implanted and in service with no further complications.